Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent left l3-l4 anterior lateral discectomy with arthrodesis, core in-cage and rhbmp-2/acs. Removal of transpedicular instrumentation and exploration of the fusion and left posterior l3-l4 laminectomy decompression of the left l4 roots, l3-l4 posterior lateral arthrodesis and osteocel, l3-l4 fusion with nuvasive instrumentation. Patient discharged three days post-op. (B)(6) 2012, patient complained of low back pain and thigh pain. (B)(6) 2012, patient complained of low back pain. (B)(6) 2012, patient complained of bilateral low back pain and leg pain. (B)(6) 2012, patient complained of low back pain, increased thigh pain. (B)(6) 2012: clinical update diagnosis: spinal stenosis of lumbar region, radiculitis, thoracic or lumbar. (B)(6) 2012, patient underwent diagnostic imaging complaining of lumbar pain and left-sided radiculopathy. Per medical records, findings as follows: stable posterior/anterior fusion at l3-l4 and l4-l5 and small left posterior osteophytes and moderate post-surgical granulation tissue at l4-l5 causing moderate stenosis of the neural foramen and abutting the anterior inferior aspect of the exiting left l4 nerve root. Stable degenerative changes at l2-l3 with small disc osteophyte complex, arthrosis of the facet joints and hypertrophy of the ligament flava causing moderate spinal canal and mild neural foraminal stenosis. (B)(6) 2013, patient complained of low back pain and left leg pain.